Manufacturer narrative:
The actual device was not available; however, three photographs was received for evaluation. Visual inspection of the first and third photos showed several particulate matter on the header cap of the product. The reported condition was verified. Due to the absence of an actual sample, the cause of the reported failure could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed inside the cap of two units of polyflux 14l dialyzer during priming. There was no patient involvement. No additional information is available.